Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The troubleshooting was performed for the keypad anomaly. It was stated that the buttons of the insulin pump were sticking and not responding. The customer stated that the middle button was unresponsive and in many occurrences the up and down button was sticking. Customer stated that the issue was occurred many times and scroll bar was not moving with no input. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad. Device received with corroded battery tube.